Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No medwatch form was received. Evaluation description: failure event observed during analysis. Final analysis found that the lead was returned in two pieces. The insulation was abraded at 9.0 cm to 11.2 cm from the connector pin of the part a returned portion of the lead. The abrasion was consistent with exposure to constant friction with another implantable device. Reliability laboratory technician. (B)(6).